Manufacturer narrative:
The explanted lead will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting a loss of capture at maximum outputs. Fluoroscopy was performed revealing the lead had become dislodged. In an effort to explant the lead, it became fractured when freeing from the scar tissue under excessive tensile force. The lead was explanted and successfully replaced with another right ventricular (rv) lead. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory analysis could not confirm the clinical observations. A thorough evaluation of the complete lead was performed. Visual observation noted the lead was very stretched in length in the amount of 595 millimeters (mm). A new 4456 lead measures 520 (mm) as a comparison. The body of the lead was curled and misshapen. The conductor coils were found to be stretched from 50-135 (mm) and from 450-575 (mm) to the terminal pin. There were several deformed conductor coils noted. Although a fracture in the lead was not confirmed due to the lead had passed continuity testing. There was however much damage found to the lead that would suggest the lead was stuck and needed to be pulled with force.